Event description:
The initial reporter stated they received questionable results for ten patient samples tested with the elecsys tsh assay on a cobas 6000 e 601 module. The sample results were reported outside of the laboratory to a doctor. The doctor stated the results did not match the clinical picture of the patients. All ten patient samples initially resulted in a tsh value of 0 uiu/ml and repeated with values of 0 uiu/ml. The tsh reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The customer stated controls were within range and there were no analyzer alarms at the time of the event. The field service engineer checked the system and could not determine a cause. The investigation could not identify a product problem. The cause of the event could not be determined. The tsh reagent lot has been confirmed as 51256602.